Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead was dislodged. Phrenic nerve stimulation was observed. The lv lead was explanted and replaced and the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Further information was received indicating the patient was hospitalized for phrenic nerve stimulation (pns). There was no alleged malfunction on the lead. The lead was attempted to be repositioned to avoid pns but it was likely damaged during the procedure so it was explanted and replaced. The patient was stable.